Event description:
(B)(4). This spontaneous report was received from a consumer on (B)(6) 2007. This currently (B)(6) male consumer reported he received 4 treatments with injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) for cosmetic purposes during the (B)(6) of 2005. He received injections around eyes and nasolabial folds. Info regarding product reconstitution was unk. On an unspecified date, he developed injection site papules all over his face. He still has 2 or 3, one of which is visible 2 years later and is located on the ocular rim of the left eye. He has received no treatment for the papules. He went to see a plastic surgeon who stated his only option would be to cut them out surgically but he plans to continue to wait and see if they go away. The event was ongoing at the time of this report. Medical history includes high cholesterol. Concomitant medications included atorvastatin (lipitor). No further relevant info was reported.

Manufacturer narrative:
Add'l info for sculptra from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l info received from the physician on (B)(6) 2007: he states that he does not consider the papules to be an adverse event because it is listed in the package insert. He plans on treating the papules with laser. The physician does not want to be contacted any further. No further relevant info reported.